Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying that sizing was performed using a 24mm balloon. The 24mm balloon occluded the native valve, therefore, a decision was made to switch to a 29mm valve.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-34; product lot/serial number: (B)(6) ; product type: heart valves product ID: d-evolutfx-34; product lot/serial number: (B)(6) ; product type: heart valves product ID: envpro-16; product lot/serial number: (B)(6) ; product type: heart valves product ID: unknown 29 mm medtronic transcatheter aortic valve; product type: heart valves; implant date: on (B)(6) 2023; product ID: unknown 29 mm medtronic delivery catheter system (dcs); product type: heart valves product ID: unknown 23 mm non-medtronic vacs iii valvuloplasty balloon; product type: valvuloplasty balloon product ID: unknown 24 mm non-medtronic vacs iii valvuloplasty balloon; product type: valvuloplasty balloon product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. The reportable event for device evolutfx-34 (serial number (B)(6) pertaining to the infold of the first valve was submitted in MDR number 2025587-2023-04550. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the attempted implant of this 34 mm transcatheter bioprosthetic valve in a patient with a tricuspid aortic valve, the physician decided to start the procedure without a pre-implant balloon aortic valvuloplasty (bav). Upon first deployment attempt, the implant depth was too high, so the valve was recaptured. After recapture, an infold occurred. Subsequently, the valve system was withdrawn from the patient. Afterward, a pre-bav was performed with a 23 mm non-medtronic balloon (vacs iii). Then a different 34 mm valve was loaded and attempted to be implanted. However, the same set of circumstances occurred with the second 34 mm valve as with the first 34 mm valve: upon first deployment attempt, the implant depth was too high, so the valve was recaptured, and after recapture, an infold occurred. Then another bav was performed, this time with a 24 mm non-medtronic balloon (vacs iii). Then it was reported that the valve was "fully occluded." Subsequently, the physician decided to exchange the 34 mm valve for a 29 mm valve, which was successfully implanted with a good result. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the physician did not know the cause of the stj dissection. The dissection was conservatively managed, without surgery, however further details were not provided.

Manufacturer narrative:
Product analysis: the valve was returned loaded inside the delivery system. The valve was deployed and forwarded to the transcatheter valve analysis lab. The valve was received inside a heart valve return jar submerged in clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets were stiff yet slightly flexible with signs of severe creases. Severe creasing was noted, possibly associated with the valve being in the crimped loaded position for an unknown duration of time. In its received state, all leaflets were crowded in a partially closed position with a gap between the free margins. Commissures were intact. The valve was received in a crimped state with a compressed waist. To address the sizing issue allegation, a sizing verification was performed. The valve was submerged in a warm saline bath; the valve frame expanded. A validated production inspection for size 34 mm was used to confirm the frame size diameter. Analysis confirmed the frame size diameter met the requirements for an evolutfx-34 valve. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles remained seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was then deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. To simulate against the reported allegation of infolding during recapture, the recapturing process was initiated. The valve retracted without issues or anomalies. The valve was then fully deployed. No issues were noted during the deployment and recapture simulations. Image review: 11 fluoroscopic images and cine loops of the valve load inspection, implant, and post-implant balloon dilatation (pid) and excerpts from the executive summary report were provided for review. Patient summary was not provided for anatomical review. The provided image of the valve load inspection shows no indication of an initial misload (e.g. Inflow crown overlap = node 4). A distinct infold is visible in the valve in cusp overlap view at about 80% deployment. An image of the annulus plane is not provided, but one from about 5 mm above the annulus. In the calcification image, a heavy calcium burden in all three cusps can be recognized. The described dissection near the sinotubular junction (stj) cannot clearly be seen in any of the provided images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that a procedural delay occurred as a result of the infolds. It was reported that a small dissection was observed next to the sinotubular junction (stj). No treatment was reported for the dissection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.